Event description:
The pt received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011, that during intra-op testing, the lead exhibited invalid impedance. The connections were checked, and tested with a multi-trial system to no avail. Another penta was implanted and showed normal impedances. No further info is available at this time,.

Manufacturer narrative:
Results: the device was tested and passed all functional (continuity and resistivity) testing. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.